Manufacturer narrative:
The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
According to the reporter, the device would detect a sponge when one was not present. No patient injury occurred.

Manufacturer narrative:
Evaluation summary: one 01-0043 device was received, and evaluation of the returned sample confirmed the reported issue. The visual inspection found the front panel is damaged with broken screw bosses. During the initial investigation it was found that the unit would not complete the boot cycle. The root cause was identified to be due to a software issue. The software was reinstalled to address the condition. Further inspection found that the accessory and rf mat ferrite cores are present. These ferrites core have been known to cause issues with false positives. The investigation identified the root cause of the reported event to be the ferrite cores. The ferrites were removed to address the condition. Corrective action has been initiated. If information is provided in the future, a supplemental report will be issued.